Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address pain and cup loosening. The backside of the device was full of soft tissue. Update litigation alleged the asr hip was explanted due to pain, weakness, difficulty with daily living activities and increased metallic ions in her bloodstream. There is no new information that changes the outcome of this investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain and cup loosening. The backside of the device was full of soft tissue.